Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a colon procedure, the device would not staple properly. The staples did not close as intended. The procedure was completed with manual suture. The surgery was prolonged thirty minutes. There was no adverse consequences to the pt.